Manufacturer narrative:
A partial lead was returned for analysis measuring 52.0cm from the distal end. Internal insulation abrasion was noted from 40.4cm to 40.5cm from the distal tip.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise oversensing leading to automatic mode switch episodes. The patient presented for lead revision procedure. The lead was explanted and replaced. The patient was stable throughout the procedure.